Event description:
The lead was explanted after repositioning was unsuccessful for dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.